Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR. Report #s 3003742446-2007-00171 and -00172.

Event description:
The male patient had a thrombosis more than 12 months after implantation of two cypher stents in the lad. This patient has a history of hypertension, previous deep vein thrombosis (dvt), pulmonary disease (copd), pulmonary fibrosis, and idiopathic thrombocytopenia purpura. The patient presented to his physician with complaints of chest discomfort. A nuclear stress test was positive and reproduced symptoms of dyspnea. He was referred for angiographic evaluation and was cleared by his hematologist for antiplatelet therapy. Angiography revealed a 95% lesion in the proximal left anterior descending artery (lad) and a 70% lesion in the mid-lad. The lesion were predilated with a 2.0x12mm maverick balloon. Two cypher stents, a 2.5x13mm and a 3.0x13mm, were deployed in overlapping fashion within the lesion. The stents were post-dilated to 20 atms. An excellent angiographic result was achieved. The patient was released on a regimen of aspirin and plavix for six months duration. More than one year later, the patient was readmitted to the hospital with st-elevation mi and cardiogenic shock. The patient was currently taking plavix, but had discontinued aspirin. Angiography revealed a thrombotic occlusion of the previously placed cypher stents in the proximal and mid-lad. The patient was treated with the placement of a bare metal stent (details unavailable).